Event description:
The following report was received from the field: in 2007, the patient had a cypher 3.0 x 23 mm stent deployed in a cto lesion at the right coronary artery at 10 atms and a cypher 2.5 x 18 mm stent deployed in a 98% occluded lesion in the diagonal artery at 10 atms. The indication for this emergent procedure was acute onset of chest pain and myocardial infarction (nonspecific st-t wave changes on his electrocardiogram). Two months later, the patient had a repeat angiogram with no abnormal observations. Six months later, the treating physician indicated that both of the cypher stents had noticeable "micro-aneurisms within them."

Manufacturer narrative:
The angiogram of 2007, showed 40% stenosis in the lad, 50% stenosis in the first diagonal. The second diagonal which was previously stented revealed a patient stent, however, there was negative remodeling with several areas of dye staining consistent with small aneurysmal pouches throughout the stent. The right coronary artery is a diffusely diseased vessel. The proximal stent has several areas of contrast staining or retention consistent with aneurysms along the course of the stent. The distal vessel has ectasia. The very distal vessel has diffuse severe disease. The lv marginal branch also has significant disease. Left circumflex: the circumflex has proximal ectasia. The obtuse marginal branch that was previously stented with a taxus stent is patient without evidence of residual stenosis. This is one of two products being reported for the same event. Please reference manufacturing reports #: 3003742446-2007-00355 and 3003742446-2007-00356. Any additional information will be submitted within 30 days of receipt.